Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for the treatment of parkinson's disease and movement disorders. It was reported the patient was concerned about the battery depletion rate. The caller stated the patient thought the ins turned off spontaneously. The caller stated it could not be replicated and she thought that this related to the fact that the patient used the patient programmer to check the device frequently. The patient claimed on (B)(6) 2018 the battery reached 2.88 v. The patient claimed that in the past she did not get to 2.88 v for 5 months. The patient claimed she is at 5.5v at night and 5.8v during the day and also switched to 5.5v on the weekends. The clinician programmer showed the patient used group c 69% and group d 31%. The caller stated that the electrode impedances from the report were between 500-1400ohms. C1 505ohms the settings for all groups were: a c+ 1- 2- 5.9v 60us 140hz b c+ 1- 2- 5.8v 60us 170hz c c+ 1- 2- 5.5v 60us 185hz assumed 500ohms d c+ 1- 2- 5.8v 60us 185hz the battery calculations showed group c: eri: 20.5 months eos: 23.5 months. The patient may consider some alternative programming options to increase battery longevity. No symptoms or complications were reported or anticipated. Additional information was received from the healthcare professional (hcp) via the manufacturer representative. It was reported the cause of the ins turning off was thought to be use error as the patient had been checking the battery level multiple times a day. The issue did not reoccur. The hcp clarified that the statement "in the past she did not get 2.88v for 5 months" was stating that the patient just needed to understand the meaning of the battery level. The patient had a follow up scheduled with the hcp for other options for battery longevity concern.